Manufacturer narrative:
Device has not been returned for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that the probe fell apart in the patient. Additionally, it was reported that all the pieces were retrieved.